Manufacturer narrative:
The mechanical thrombectomy device was returned for analysis without the microcatheter. The mechanical thrombectomy device was returned already deployed from within the introducer sheath. The introducer sheath was found on the pushwire of the device. No issues were found with the pushwire, marker coil or attachment zone. No irregularities were found with the stent non-working (tear drop) struts. The stent was found to have a knot on the working length struts between the proximal and distal body marker coils. An unknown fiber was found within the knotted section. The outer diameter (od) of the knot was measured to be 0.019¿. No other issues were found with the stent working length struts. The introducer sheath was examined, no damages or irregularities were observed. The mechanical thrombectomy device was unable to be pulled back into the introducer sheath, as it became stuck at the knot. No other anomalies were observed. Based on the device analysis and reported information, the report was confirmed. The returned stent device was found to have a knot on the working length struts, which likely contributed to the reported event. Efforts to recreate the knot on a representative product identify the issue as looping of the delivery wire that may be caused when clinched down by forward advancement of the sheath resulting in an overhand knot during clinical use. The potential for forming a knot exists related to the standard interventional procedures where the physician/technician loops around the device for placement in the fluid filled basin on the sterile table or to minimize contamination and potential device drop on the floor. It is unlikely that the knot formation occurred during manufacturing or missed inspection as there are multiple processing steps and/or in-process controls throughout the production processes. In conclusion, the knot does not occur due to failure of the product to meet its specification as designed.

Event description:
Medtronic received report that the mechanical thrombectomy device was noted to have been constricted in the proximal section. The device was used to treat a stroke patient. The mechanical thrombectomy was delivered through a competitor microcatheter with some resistance and retrieved with a lot of resistance. The clot was not able to be removed with the first pass. The mechanical thrombectomy device was replaced, as it was noted to have been damaged. A new same size model was used and the clot was successfully retrieve with the second mechanical thrombectomy device. No patient injury occurred. The anatomy was severely tortuous. The patient was reported to have leukoencephalopathy, brain calcifications, and cysts (lcc) calcification. The devices were prepared per the instructions for use(IFU).